Event description:
It was reported that pump malfunction occurred after possible water exposure when pump was submerged, and customer noted multiple malfunction alerts including one identified as malfunction 7. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to restart pump immediately after shutdown. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.